Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had had clear discharge and some purulence from their mid-low back incision, and no fever or chills; the clinical diagnosis was a post-operative wound infection. It was noted that the event was not related to the device or therapy, related to the implant procedure, and resulted in an emergency room visit; the location was at the neurostimulator pocket. Interventions taken included administering medications/keflex on (B)(6) 2018. The event resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.